Manufacturer narrative:
H6. Correction. All codes are on the leads, not the implantable neurostimulator. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, lot# serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 20-aug-2018, UDI#: (B)(4). Device code (B)(4) applies to the leads. All other codes apply to the ins. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ other nonmalignant pain. It was reported that the patient had stimulation in their stomach. Patient reported that his reason for calling was because the recharger (insr) was not charging his neurostimulator (ins). Patient explained that he has to push the connector pin into the insr to get the insr to charge up. Patient confirmed these issues started 3 days ago. No out of box failures reported. No medical/therapy problem associated with small parts reported. Could not troubleshoot due to lack of access to product. Additional information was reported on (B)(6) 2018 that stated the patient's desktop charger was feeling a little loose. Additional information was received on (B)(6) 2018 from the health care professional that reported the patient's leads migrated, and that was the cause of the stimulation in the stomach. They had a repositioning and were reprogrammed and they noted they believed that resolved their issue. No further complications were reported/anticipated.